Event description:
A report was received that the patient had difficulty charging the ipg as the pocket may have been placed too deep. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that malfunction was suspected with the replaced ipg.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg was successfully charged to full capacity in one cycle. This result attested that the device was capable of being charged fully under a proper charging method. The device exhibited normal device characteristics after being charged.

Event description:
A report was received that the patient had difficulty charging the ipg as the pocket may have been placed too deep. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg as the pocket may have been placed too deep. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg as the pocket may have been placed too deep. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.